Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant check te messages / belt communication faults / code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the red (can h) and green (+3.3v) wires were open inside the trunk cable. The cause of the constant check te messages, belt communications faults, and code 204 is a disruption in communication between the monitor and belt. The cause of the disruption in communication is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the broken wires.

Event description:
A us distributor contacted zoll to report that a patient was receiving constant 'check therapy electrode' messages. The distributor also reported a service code 204 and belt communication faults.